Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2013, the surgeon accidentally cut the stylet during placement. The distal segment of the stylet remained inside body of the patient. The stylet was removed on the same day. The doctor admitted that he was at fault for this accident; even he had several experiences for catheter placement. The patient temporarily experienced irregular heartbeats due to this accident. The patient condition is recovered.